Event description:
A surgeon indicated that the infusion line did not stay connected to the trocar cannula during a procedure. The surgeon used a piece of adhesive tape to prevent the infusion line and trocar from disconnecting. The procedure was completed with no harm to the pt.

Manufacturer narrative:
No sample were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. Because a sample was not returned, the root cause cannot be determined. (B)(4).